Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have broken or torn at the bolus (near the end of the feeding tube). Retention samples from similar products have been tested in order to duplicate a similar break. More than 5 lbs of tensile force was applied to be feeding tube. It is unclear how these types of forceps could be applied to the tube during clinical use.

Event description:
The tube tip came off the tube. No other info provided.